Event description:
Patient had been dialyzed and undergone a thoracentesis earlier in the day. He was in the process of undergoing a needle biopsy of the liver for suspected metastatic liver disease. The first needle pass failed to obtain tissue and it was noted that the biopsy needle had broken, leaving the distal portion of the needle within the liver. The needle was at a right angle to the plane of the biopsy. A second pass using a new needle was undertaken and adequate biopsy cores obtained. Shortly after the biopsy procedure, the patient developed evidence of internal bleeding. His hemoglobin dropped from 11.6 gm to 5.9 gm, he became hypotensive and arrested.autopsy summary: in the opinion of the pathologist, the patient died from intra-abdominal bleeding following the needle biopsy of the liver. Despite having a normal pro time of 11.4 seconds, he probably lacked normal clotting capability due to chronic renal failure and to extensive replacement of his liver by a poorly differentiated adenocarcinoma having features consistent with a poorly differentiated choloangiocarcinoma.